Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units during the load process. There was no impact to the customer's blood glucose level. Reportedly, the customer had loaded the cartridge with cold insulin. The customer declined to troubleshoot with tandem technical support and stated that a new cartridge would be loaded with insulin at room temperature.